Event description:
It was reported that the health care professional (hcp) saw a message while setting programming limits stating ¿programmed settings will not be delivered as programmed.¿ the hcp programmed +/- 0.4v; however, when the hcp looked at information section it showed a high limit of 2.8v and low limit of 2.3v even though patient was set at 3.1v. Message received was linked to an out-of-regulation (oor). The hcp stated impedance measurements were normal. The patient¿s status was good. Additional information received reported that there were impedances reading greater than 10,000 ohms. Oor message appeared on the day of this report upon interrogation with the clinician programmer. The hcp was able to bypass the message. Impedances were as follows: c/4 1018, c/5 892, c/6 891, c/710,852, 4/5 1103, 4/6 1372, 4/7 11,800, 5/6 989, 5/7 11,450, 6/7 7857. 7 connected to anything else indicated an open circuit. Impedances done at 3v. There were no issues with the left impedances, left programmed at c+2-3-/3.1v/120pw/180 rate/2.3a. Right was programmed at c+6-7- pw 120, amp: ii2.8-ul 3.8 at 3.6v and at that time/rate 180/no therapy impedance obtained. Hcp tried program without using 7 but could not get as effective therapy without the 7 so needed 7 for therapy. Hcp tried different programming, some made the tremor come out even more but unipolar produced the best results. The patient was doing fine. The manufacturing representative confirmed they will see patient at follow up appointment on (B)(6) 2013. No malfunctions were seen, manufacturing representative received a printout form the clinician programmer. The patient was doing well and symptoms were controlled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v162388, implanted: (B)(6) 2008: product type lead; product ID 3389s-40, lot# v162388, implanted: (B)(6) 2008: product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 37642, serial# (B)(4): product type programmer. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v162388, implanted: (B)(6) 2008, product type: lead. Product ID 3389s-40, lot# v162388, implanted: (B)(6) 2008, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that with the primary cell the patient was programmed using c+7-6- contacts. The patient was getting therapy when contact 7 was used but if they programmed off of 7 the patient would not get any therapeutic benefit. Contact 7 was around 7000 ohms and then slowly crept up to 12000 ohms. An x-ray was taken before the change out and there were no visible signs of fracture. It was unable to visualized if they the adaptor tail had pulled out of the connector. The change out was done on (B)(6) 2014. It was noted that the adaptor was not changed out. The pocket was opened and the primary cell device was repositioned and all of a sudden impedance values were normal. It was noted that when the rechargeable was connected all impedances checked out fine too. The reason for change out was the primary cell had depleted in 1 year and 4 months. Additional information received reported the patient continued to do well and was happy with symptoms relief he received from therapy.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v162388, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v162388, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4) , implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the patient had a history of higher than normal impedances but they were not considered open circuits. Patient was scheduled for a device change out for normal battery depletion and the patient will be changed to a rechargeable due to their high energy use. There was no complaint or change in clinical outcome. The healthcare professional wanted to compare impedances previously reported with todays. The implantable neurostimulator (ins) was still controlling the patient's tremor and the patient was happy with the results. It was noted that the patient was changed back to using c/7 for programming. It was noted that without using 7 the patient had a return of tremor. The reading at c/7 was between 20,000 and 22,000 ohms. Impedances had double compared to those measured in (B)(6) 2013. X-rays were ordered to check the system prior to the change out on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v162388, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v162388, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4) , implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4) , implanted: (B)(6) 2008, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient.

Event description:
Additional information received reported that cause of the event was unknown. Abnormal impedance measured on (B)(6) 2014, last visit, was right 7 10,000-19,000. Patient was programmed at c+-7, 4-7, 5-7, 6-7. No surgical intervention had occurred. The patient continued to do well. No adjustment made at the last programming session on (B)(6) 2014. No reported signs or symptoms associated with the event. Patient did not required hospitalization and the patient outcome was that the patient was doing well.